Event description:
It was reported patient was revised due to ongoing pain. Review of the x rays appear to indicate an elevated joint line. A decision was made to open the knee. The femoral component was removed and a new femoral component and stem implanted in a more distal position thereby distalizing the joint line - to improve pf kinematics. It seemed like the size d component was larger than what was removed so the idea was that this would tighten the flexion gap. The insert was downsized from a 17mm to a 12mm (femur distalised by 5mm). Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2 foreign: australia. Suggested component code: mechanical (g04) ¿ femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. D4: attempts have been made to gather all product identification information and no further information has been provided.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The reported event could not be confirmed due to lack of product. Radiographs were provided and assessed but not sent to radiology for further review. The rep indicates that the bearing was exchanged for a smaller size due to pain and to provide better kinematics of the joint which could be clinically correlated with rom and gait testing on exam but would not be identifiable on plain film x-ray. Sending the image would not enhance the investigation. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.